Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:45:02. During night drain cycle four, the patient's ultrafiltration reading was 1335ml, indicating the home patient (hp) drained 1335ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:45:02. During night drain cycle four, the patient's ultrafiltration reading was 1335ml, indicating the home patient (hp) drained 1335ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. Review of the event log revealed the user did not complete drain but ended therapy on (B)(6) 2011 at 6:26:31 during cycle 5 with a patient volume of -00415 ml. With a cycle 5 fill volume of 2199 ml on (B)(6) 2011 at 2:59:48, the actual drain volume for cycle 5 is 2642 ml. The actual drain volume of 2642 ml is 120.1% of the largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.